Event description:
It was reported the physician saw high lead impedance and an neos = yes (near end of service) condition. The patient was referred for vns replacement. Surgery is expected; however, no surgical intervention has occurred to date.

Event description:
It was reported the patient underwent full revision surgery. An implant card was later received showing the device was explanted due to high impedance and battery depletion, unable to interrogate. The lead and generator were received by the manufacturer for product analysis. Product analysis for the returned lead was completed and the allegation of fractured lead was confirmed. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of one of the returned portions of the lead, the connector ring quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as being mechanically damaged, which prevented identification of the coil fracture type. Pitting was observed on the coil surface. During visual analysis of another portion of the lead, the connector ring quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The areas on the remaining broken coil strands were identified as having evidence of a stress induced fracture with mechanical damage and fine pitting on one of the broken coil strands. Determination could not conclusively be made on the fracture mechanism. Pitting was observed on the coil surface. It was believe that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity, which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device, which may have contributed to the stated allegation of a fractured lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Product analysis for the returned generator was completed and the alleged eos condition and failure to program was confirmed and determined to be the result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and the battery voltage measurement. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.